Manufacturer narrative:
Calibration and qc were acceptable. A "sample clot detection" alarm was observed on the alarm trace data. This suggests a potential sample quality issue. Instrument maintenance actions were completed according to specifications. The measuring cell was replaced. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of a discrepant high result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 801 analytical unit. The initial result was 9.640 iu/l. The sample was repeated twice on a different cobas analyzer with results of < 1.00 iu/l.